Event description:
I applied a new dexcom g6 sensor which after 10 days caused a red raised itchy rash, I used skin tac as a barrier before application. I rotated my site and placed another sensor again using skin tac as an adhesive barrier, again another raised red itchy reaction. I notified the company, was advised they knew of no issues, as I described and was advised I should change my prescription to change the site every 2-3 days. I allowed the skin to heal and recently applied another sensor with an opsite barrier, no skin tac in case that caused a reaction and after 5 days I removed with a red raised itchy weepy rash. I had this issue in the past with dexcom several years ago and stopped using, I was notified the adhesive had been changed, so started 2 years ago using dexcom without incident until this new lot #5268963 arrived at the beginning of march. FDA safety report ID# (B)(4).